Event description:
Reportability assessment changed based on analysis. It was initially reported that during a percutaneous coronary interventional procedure a balloon catheter kinked. The 90% stenosed and calcified lesion being treated was located in the severely tortuous proximal left anterior descending artery. First, another manufacturer's stent was deployed successfully. Then, the quantum maverick balloon was being used for post-dilation, however, the catheter shaft was found kinked. The device was removed without consequence. The procedure was completed with another of the same devices. Patient status was reported as 'fine'. Analysis found a shaft fracture. Further follow up confirmed that it had occurred during the procedure.

Manufacturer narrative:
Product analysis could not verify the shaft kink as stated in the complaint. Product analysis did reveal a hypotube fracture. The balloon catheter with the balloon in its pre inflated state was received and a hypotube fracture was observed. The catheter exhibited a fracture of the hypotube located 41.7 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. It is presumed the original shaft kink led to the subsequent shaft fracture during the procedure. However, the exact cause of the shaft fracture could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address the issue of catheter shaft kinks. No definitive root cause could be determined.